Manufacturer narrative:
(B)(4).

Event description:
Abnormal egms were noted during follow-up. Potential lead damage is suspected. No intervention has been done to resolve the issue. The device remains implanted and is being monitored. The patient is in stable condition.

Event description:
The reported lead was explanted and a new lead was implanted. Insulation damage was noted upon extraction of the lead. The old lead will be returned for investigation. The patient is in stable condition.

Manufacturer narrative:
The lead was received in two pieces. Electrical testing was performed and no anomalies were noted. Visual inspection did not reveal any insulation damage. All damages noted were consistent with that occurring at the time of explant. The reported event could not be confirmed.

Event description:
Abnormal egms were noted during follow-up. The reported lead was explanted and a new lead was implanted. Insulation damage was noted upon extraction of the lead. The patient is in stable condition.